Manufacturer narrative:
The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. However, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On (B)(6) 2021 it was reported by a sales representative via sems that an ar-6480 fluid management system is not holding pressure. This was discovered during a case, with no patient effect reported.